Event description:
The patient reported when they went through a security gate at the airport or the court house, their stimulators would go into "hyper mode" and they felt heightened sensitivity for about 15 minutes after going through one of these gates. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.